Event description:
I have the inspire device installed. It is supposed to move my tongue forward with stimulation. Instead, it moves my hyoid area down like a frog. I reported it to them and they said it wasn't them I should call. Which was the doctor who installed it. So I called the inspire person and she was less help because it is where the leads are attached. I thought to increase the power to 4 and as a result of any power over 4 when I breathe out my tongue sucks against my throat closing my airway. I panic and there is no panic button. I have to hold the machine to my chest hoping it registers to stop. Yes, it is intermittent stimulation and it releases but I breath in to catch my breath only to be tucked close again by electrical stimulation. Imagine a fear of suffocation. That is me. I was panicked and this think is the cause. I called inspire and they told me to discontinue using it and it's been 2 weeks with no calls I need help I need representation I would hate to be a heavy sleeper or one who takes sleeping meds to stay asleep. I would die. This thing not having an auto off or panic button in unsafe I have contacted 2 different attorneys that are online for inspire. 1 was sec stuff and the other deals with a different class of the device.